Manufacturer narrative:
Zoll has not yet received the product for evaluation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported, during cooling of a patient, the thermogard xp ivtm system ((B)(4)) prompted error code mid:09 (air trap assembly) when the patient was nearing the 33 c target temperature. During user troubleshooting of console, coolant like fluid around the cold well was observed. The customer used compressed air to manually dry out the air trap and air trap holder but unit continued alarming. No known impact or consequence to patient.